Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It is reported that customer experienced keypad malfunction. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to a flattened button dome switch. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.